Manufacturer narrative:
The company representative observed the failures in the fault log but he was unable to duplicate the reported problem. The iabp was tested to factory specification. It functioned normally and was returned to the customer. The device history record for the iabp involved in the event was reviewed. There are no nonconformances related to the reported event. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated "autofill failure" alarms. The patient was not switched to another iabp and therapy was continued using the same device. It was reported that no injuries occurred as a result of this event.